Manufacturer narrative:
The ventilator was investigated on site and the dc/dc & standard connectors printed circuit board (pcb) was replaced and returned for investigation. The dc/dc & standard connectors pcb converts and supply required internal voltages, controls the switching between mains power supply and external 12v dc power supply and hold a number of standard connectors. The reported alarm for power error was not reproduced during test of the returned dc/dc & standard connectors pcb in a reference ventilator. No alarms were generated during ventilation with a test lung. There is no indication of the reported alarm in the received device logs. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated an alarm for power error. There was no patient involvement. (B)(4).